Manufacturer narrative:
Implant date: corrected date of (B)(6) 2013.

Event description:
On (B)(6) 2014, the patient was implanted with two gore tag thoracic endoprosthesis to treat a thoracic aortic aneurysm (taa). The patient had previous aaa surgery with a medtronic device. The medtronic device had migrated down into the aneurysm sac and was not sufficiently extending distally on either iliac artery. On (B)(6) 2014, the patient was implanted with a tgu454510/10596385, it was used as a infra-renal cuff. In addition, two gore excluder devices were implanted, plc271200/12008093 and plc231400/11626279, one in each iliac limb. The abdominal aneurysm sac was excluded and the patient tolerated the procedure. On (B)(6) 2014, the patient was being treated for a thoracic aortic aneurysm. It was reported the patient underwent heart surgery (date unknown) that resulted in a bypass involving the left subclavian artery whereas the mammary artery was used as a conduit for revascularization of the coronary artery (CABG). The taa procedure planning included the left subclavian artery being covered for a better landing zone. The tgu404020/119982826 device was implanted proximal to the celiac artery successfully. The physician then implanted the tgu454520/12279424 device and covered the left subclavian artery as planned. The patient coded when the subclavian artery was covered and could not be revived. The patient expired on (B)(6) 2014, during the procedure.

Manufacturer narrative:
Addition the gore® tag® thoracic endoprosthesis instructions for use state that potential device or procedure related adverse events include death.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.